Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the angle wire broken. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. In addition, our technician confirmed that the segment crushed, and the angulation down angulation zero degrees; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. In terms of the angulation stuck, the possibility of angulation stuck occurred in the human body could not be denied. Moreover, based on the technical report""hr-rpt-0587(angle)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Angle wire cut.